Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, charge/battery lasts less than expected, damage (physical or cosmetic), occluded. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-397a, mmt-332a. Troubleshooting was performed. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. No product return is required for mmt-397a and mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, sleep current measurement, active current measurement, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarms noted during testing. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing. No insulin flow blocked alarm noted in pump downloaded history. However, confirmed the pump alarmed low battery alert on (B)(6) 2024 11:54:00.000 in the history files. These alerts are expected and occur during normal pump operation. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, corroded battery tube, cracked battery tube case, missing window display cover, cracked battery tube threads, cracked keypad overlay, corroded motor home switch, and pillowing keypad overlay. Pump passed required testing and no unexpected insulin flow blocked alarms noted during test. No power errors noted and passed all required testing. Confirmed cosmetic damage to the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.